Event description:
It was reported to philips that the device needs to have the therapy capacitor replaced. There was no patient involvement.

Event description:
It was reported to philips that the device needs to have the therapy capacitor replaced. There was no patient involvement.